Event description:
An endurant stent graft system was implanted for the endovascular treatment of an 8.7 cm diameter fusiform abdominal aortic aneurysm. Vessel morphology was reported as the length of non-aneurysm aortic neck was 15 mm, proximal diameter of non-aneurysm aortic neck was 25 mm, distal diameter of non-aneurysmal aortic neck was 29 mm, diameter of right iliac artery was 9 mm, diameter of left iliac artery was 9 mm, diameter of right femoral artery was 7 mm, and diameter of left femoral artery was 7 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 30%. It was reported that on forty months post index procedure the patient suffered from renal insufficiency. The patient had a very mild renal impairment at the time of admission to the study with a baseline of creatinine value of 1.21 mg/dl and due to a mild impairment after the index procedure the patient has been under nephrologic surveillance. The patient presents with a gradual increase in his creatinine value. This event is ongoing and unresolved. The investigator assessment states that the event is not device related, but is related to the procedure. The physician will continue to monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: renal failure. Anatomy related; pre-existing condition; renal impairment. Conclusion: anatomy related; pre-existing condition; renal impairment.